Event description:
The customer contact reported a separation. The secondary tubing set was connected to an unspecified primary tubing set and was being used to deliver an unspecified concentration of ondansetron. It was reported that after the delivery was completed while the nurse was disconnecting the secondary tubing set from the primary tubing set, the tubing separated from the male adapter of the secondary tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).